Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital experiencing shortness of breath due to non-cardiac reasons. The patient is a dialysis patient. Upon interrogation, the right ventricular lead exhibited high impedance measurements and high capture thresholds. The patient had been at another location the previous day but further details were not reported. The physician referred the patient to the (B)(6) hospital for further consult. The patient would continue be monitored.